Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision took place because of the loosening of the proximal part of the stem's cement mantle.

Manufacturer narrative:
The complaint states primary that had taken place on (B)(6) in 2008 with mom. Revision took place on (B)(6) in 2016 because of the loosening of the proximal part of the stem¿s cement mantle. During the surgery the surgeon found the head and the neck of the stem had been blackened although there seemed not to be the symptom of pseudotumor. He replaced the insert, the head and the stem with a 28mm poly liner, another metal head and another stem. The surgery was completed without any delay. The patient is now under observation. A complaint database search did not identify any anomalies. The devices were reviewed by the lab and bioengineering and the root cause could not be determined. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.